Event description:
It was reported during a sigmoid colectomy surgical procedure, it was noted wires were sticking out of the small grasping retractor. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4) has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed broken pitch cables at the distal clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damages found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.